Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) treatment procedure, a vessel dissection occurred. The target lesion was located in the moderately calcified and non tortuous left anterior descending artery. The physician deployed the 2.5 x 38mm taxus element mr stent in the lesion but a proximal edge dissection was revealed. To treat the dissection, a 2.75 x 12mm taxus liberte stent was successfully deployed overlapping the taxus element stent with a good result. No further patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).